Event description:
It was reported that the preloaded intraocular lens (iol) injector presented a defect and did not perform its intended function, rendering the iol unusable. The iol haptic was detached. The patient is a 68-year-old female and it was not affected. A replacement iol was implanted and the procedure went well. No further information was provided.

Manufacturer narrative:
Section a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.